Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of patient receiving a scale reading error warning and report of a large drain. The patient discontinued treatment during drain 3 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3430 ml during drain 3 of the treatment. This drain volume is 181% the patient's fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would continue draining and complete their treatment on the cycler. Upon follow-up with the peritoneal dialysis nurse (pdrn) it was reported that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient completed treatment and the pdrn reported that the patient did not have any missed treatments. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as-received simulated treatment was performed and completed on the cycler without failures. They cycler weighed fill volume values were within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An initial check of the scale showed that the load cell verification was out-of-specification. The lead cell failed the 4000 gram weight test. The heater tray did not bottom out and make contact with the top cover cabinet when placing a 5k weight on the tray. The ¿go/ no go gauge¿ check failed. The ¿go gauge¿ failed on the left side, front, center and rear of the heater tray. After straightening the load cell on the load cell bracket and re-installing the heater tray, the ¿go gauge¿ check passed. Additionally, after straightening the load cell on the load cell bracket and recalibrating the load cell, the load cell verification was within tolerance. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported event is unconfirmed. Should additional relevant information become available, a supplemental report will be submitted.